Event description:
The customer reported a combination of clenz and diluent leaked under the instrument involving coulter lh 500 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. Patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucus membranes. There was no operator injury or adverse effect associated with this event. The facility has an exposure control/risk management plan in place. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered the fluid leaked at pinch valve (pv43). The fse noted the tubing came off the upper fitting and sprayed left, upward, and right. The fse replaced and reseated the tubing and resolved the issue. The instrument conformed to the manufacturer's published performance specifications. Beckman coulter internal identifier for this report is (B)(4).